Event description:
It was reported that an 840 ventilator went into a ventilator inoperable condition.

Manufacturer narrative:
This medwatch report was inadvertently submitted. The issue reported does not meet the criteria of reportability as it could not have caused or contributed to a death or serious injury. Information was received noting that the unit had failed required self-testing that would not have allowed the unit to have reached a patient.